Manufacturer narrative:
The customer did not report any system issues. A replacment was sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to broken ferrous (fe) reagent cartridge. No injury was reported.